Event description:
82 y/o ischemic cardiomyopathy & ventricular tachycardia. Defibrillator implant 3/27/95. Pt presents with increased shocks from his ICD. Through evaluation it was determined to be a lead problem - most probably an insulation break causing oversensing and inappropriate shocks. Pt admitted to the hospital. Plan revision of the ICD system 12/31/97.